Event description:
It was reported that there was a telemetry and interrogation issue. The manufacturing representative was not able to get communication with the implantable neurostimulator (ins). Two different clinician programmers were used to check the ins. The ins was not implanted. A ¿386 (14)¿ error code was displayed on the clinician programmer. No symptoms, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed hybrid integrated circuit anomaly. Analysis confirmed stuck memory bits due to the faulty l283 multi-function integrated circuit.

Event description:
It was additionally reported that the ins was defected.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.